Event description:
It was reported to nova biomedical that a consumer rec'd a reading of 212 mg/dl on her blood glucose meter. Thinking this result of 212 mg/dl was inaccurate, he retested again with new test strips, same lot and rec'd a 59 mg/dl and 61 mg/dl. The test strips in question will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.